Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values while scanning the adc freestyle libre sensor compared to an hcp meter. The customer reported that on (B)(6)2020, a sensor scan of 253 mg/dl was obtained at 14hr, and at 4:26 another sensor scan of 422 mg/dl was obtained. The customer self-treated with 12 international units of insulin and consequently experienced symptoms described as "blinking of the eyelids, feeling unwell" and a loss of consciousness. The customer had contact with a healthcare professional and a blood glucose reading of 33 mg/dl was obtained compared to a sensor reading of 368 mg/dl and the hcp diagnosed the customer with hypoglycemia. The customer's wife treated the customer with orange juice, sugar, and madeleines. A post-treatment blood glucose reading of 78 mg/dl was obtained on the hcp and no additional treatment was rendered. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values while scanning the adc freestyle libre sensor compared to an hcp meter. The customer reported that on (B)(6) 2020, a sensor scan of 253 mg/dl was obtained at 14hr, and at 4:26 another sensor scan of 422 mg/dl was obtained. The customer self-treated with 12 international units of insulin and consequently experienced symptoms described as "blinking of the eyelids, feeling unwell" and a loss of consciousness. The customer had contact with a healthcare professional and a blood glucose reading of 33 mg/dl was obtained compared to a sensor reading of 368 mg/dl and the hcp diagnosed the customer with hypoglycemia. The customer's wife treated the customer with orange juice, sugar, and madeleines. A post-treatment blood glucose reading of 78 mg/dl was obtained on the hcp and no additional treatment was rendered. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A customer reported higher values while scanning the adc freestyle libre sensor compared to an hcp meter. The customer reported that on (B)(6) 2020, a sensor scan of 253 mg/dl was obtained at 14hr, and at 4:26 another sensor scan of 422 mg/dl was obtained. The customer self-treated with 12 international units of insulin and consequently experienced symptoms described as "blinking of the eyelids, feeling unwell" and a loss of consciousness. The customer had contact with a healthcare professional and a blood glucose reading of 33 mg/dl was obtained compared to a sensor reading of 368 mg/dl and the hcp diagnosed the customer with hypoglycemia. The customer's wife treated the customer with orange juice, sugar, and madeleines. A post-treatment blood glucose reading of 78 mg/dl was obtained on the hcp and no additional treatment was rendered. There was no report of death or permanent injury associated with this event.